Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient did not show expected progress using the cochlear implant system. The results of an integrity test done in 2006 were consistent with normal receiver/stimulator function and anomalies on five electrodes. The patient's sound processor was reprogrammed with the anomalous electrodes deactivated. After several months, the child's performance was not at the expected level. The device was explanted in 2007. The patient was reimplanted with a new device during the same surgery.